Event description:
It was reported that a transfer set had broken occluder feet during patient use. No patient injury or medical intervention was indicated in association with this report. No additional information is available. (This is report 3 of 4).

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.